Event description:
The impactor would not release the cup delaying the surgery by 30 minutes.

Manufacturer narrative:
Examination of the returned item confirms the observation. Based on the date of manufacture and previous supplier, and supplier quality evaluations, the root cause is attributed to a supplier manufacturing process. Corrective action has been established through a supplier process change in december of 2006. Monitor for this issue with products manufactured during, and after december 2006.